Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was returned to the designated complaint unit for evaluation. A visual inspection and functional evaluation were done on the console despite the reported complaint being a software issue that had been confirmed in the case files provided. There were no visual or functional non-conformances related to the reported event identified. The software files were downloaded from the device and provided for investigation. Screenshot review confirmed the ¿system console is bad¿ error. A log file review confirmed this error message was a result of a known software bug that has been corrected in the release of cori-v1.4.3 software. The ¿system console is bad¿ error message is a system fault error message that requires the user to restart or shut down the cori system. Refer to appendix c of the real intelligence cori for knee arthroplasty user manual. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. This situation is captured in the optimus risk assessment released at the time of the complaint. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Escalation actions applicable to the scope of the reported complaint have been identified, and it was determined that no further action is required at this time. This issue will be continuously monitored through complaint investigation and post market surveillance. G1, h3, h6, h10

Manufacturer narrative:
H3, h6: the cori console p/n rob10024 sn000044 intended for use in treatment was returned. Nothing was identified visually that contributed to the reported problem. An assessment of log files could not be completed because the appropriate log files were not attached. A functional evaluation was performed. The reported problem was not confirmed. A performance evaluation was run and the test passed. The console functioned correctly without any connection issues or bur issues. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, no reasonable contributing factors could be identified based on the received complaint information and investigation results. Further investigation into the reported failure is being conducting to determine if additional actions are required.

Event description:
It was reported that before a cori tka procedure, when selecting the option to unlock the bur, the cori unit would freeze for approximately 30 seconds before prompting the user with a "system console is bad" error. They ensured all cables were connected properly and then resumed the case. Once the ¿unlock bur¿ option was selected, the error re-appeared. They resolved the issue with a system shut down and creating a new case. This caused a delay of less than a 30 minutes. There was no patient injury. No other complications were reported.